Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial lead exhibited noise, high thresholds and pace impedance measurements of greater than 2,000 ohms. The noise was not being oversensed. It was noted that the patient as a history of atrial fibrillation. Technical services discussed troubleshooting options. The field representative noted the patient will be closely followed. The lead remains in service. No adverse patient effects were reported.